Manufacturer narrative:
Model number/catalog number 72404127. Serial number n/a. Batch/lot number 878997012. Model/catalog description control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number 72400024. Serial number n/a. Batch/lot number 884403012. Model/catalog description balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported hole/perforated and the reported patient symptom of urinary incontinence are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed, and fluid leak and altered therapeutic response are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which several holes were found in the cuff. Therefore, the cuff and balloon were removed and replaced. No further patient complications were reported.